Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 06p02-55 that has a similar product distributed in the us, list number 6p02-60 / 61, with 510k/PMA/bla number bl125674.

Event description:
The customer observed potential false nonreactive alinity s hbsag and alinity s anti-hbc results generated for a male donor sample. The customer inquired about the non-reactive results generated starting on (B)(6) 2026. The following data was provided: (B)(6) 2025 sample ID (B)(6) on instrument (B)(6) nat result on roche = non-reactive hbsag result = 0.25 s/co (non-reactive) anti-hbc result = 0.12 s/co (non-reactive) (B)(6) 2026 archived sample tested. Roche anti-hbs = non-reactive additional results provided: anti-hcvii result = 0.03 s/co, hiv combo result = 0.08 s/co, htlv I/ii result = 0.15 s/co, syphilis result = 0.03 s/co 2nd time donating after receiving the vaccine sometime in 2026 (B)(6) 2026 sample ID (B)(6) instrument (B)(6). Nat result on roche = reactive hbsag result = 0.33 s/co (non-reactive) lot 78274fz00 anti-hbc result = 0.10 s/co (non-reactive) lot 73576be00 roche anti-hbs was not tested additional results provided: anti-hcvii result = 0.03 s/co, hiv combo result = 0.07 s/co, htlv I/ii result = 0.13 s/co, syphilis result = 0.05 s/co. Same donor, new sample obtained on (B)(6) 2026 sample ID (B)(6) on instrument (B)(6) nat result on roche = reactive hbsag result = 0.32 s/co (non-reactive) lot 78274fz00, (B)(6) 2026 repeat result on roche = 0.458 (non-reactive). Anti-hbc result = 0.06 s/co (non-reactive) lot 77040be00, (B)(6) 2026 repeat result on roche = 2.33 (non-reactive) (B)(6) 2026 roche anti-hbs = 12.8 (reactive). Roche pcr viral load test = 18 iu/ml additional results provided: anti-hcvii result = 0.03 s/co, hiv combo result = 0.07 s/co, htlv I/ii result = 0.13 s/co, syphilis result = 0.04 s/co. Same donor, new sample obtained on (B)(6) 2026 sample ID (B)(6) on instrument (B)(6) nat result on roche = reactive hbsag result = 0.59 s/co (non-reactive) lot 78274fz00, (b)6) 2026 repeat result on roche = 0.641 (non-reactive). Anti-hbc result = 0.07 s/co (non-reactive) lot 77040be00, (B)(6) 2026 repeat result on roche = 2.27 (non-reactive) (B)(6) 2026 roche anti-hbs = 16.8 (reactive) additional results provided: anti-hcvii result = 0.04 s/co, hiv combo result = 0.07 s/co, htlv I/ii result = 0.13 s/co, syphilis result = 0.03 s/co. No impact to donor management was reported.